Event description:
It was reported that the asymptomatic patient presented at the one day post-operative check. Upon review, the right atrial lead was noted to be pacing in the right ventricle. Lead dislodgement was noted. During the revision procedure, the helix would not extend normally. The lead was explanted and replaced. The patient was stable throughout.